Event description:
It was reported that fluid sprayed from the aspirator arm of a bd facscanto¿ ii. The following information was provided by the initial reporter, translated from japanese to english: liquid overflows from the aspirator arm when sit flashes 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? Yes. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Non-biohazard.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, 338962, serial # (B)(6). Problem statement: customer reported complaint on the spray of fluid under pressure, not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 24nov2020 to 24nov2021. Complaint trend: there are 9 complaints related to the issue of spray fluid not contained within instrument under pressure; date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a clog in the aspirator arm. The customer reported that they observed a liquid leakage from the aspirator arm during the sit flush operation. An fse (field service engineer) came onsite for the repair and was able to confirm that the issue was due to a clog in the aspirator arm. The fse cleared the clog and confirmed that the sit flush operation could complete properly with no further leakages. No parts were requested for evaluation as there were no parts replaced. After the repairs the instrument was functioning as expected with no further leakages. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2009. Defective part number: n/a. Work order notes: subject / reported: liquid overflows from the aspirator arm when sit flashes. Problem description: liquid overflows from the aspirator arm when sit flashes. Work performed: removes clogging. Confirm that sit flash ends normally. Cause: I confirmed the phenomenon. The aspirator arm and waste liquid line are clogged. Solution: removes clogging. Confirm that sit flash ends normally. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) was reviewed and identified the hazard of a waste leakage. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes ,no. Item: 4. Quick disconnect; function: 4.1 connects tubing to filters and fluid tanks; potential failure mode: 4.1 connects tubing to filters and fluid tanks; potential effects of failure: 4.1.1.1 leaks at waste tank. Biohazard.; potential causes/mechanisms of failure: 4.1.1.1 leaks at waste tank. Biohazard. Current controls: 1. Pump compensates for leaking; recommended actions: n/a; responsible party: n/a; target completion date: n/a; actions taken: n/a; initial sev: 9; initial occ: 6; initial det: 1; rpn: 54. Item: 10. Sit ID/od flush; function: 10. Sit ID/od flush; potential failure mode: 10.1.2 saline drop hangs on end of sit after purge cycle; potential effects of failure: 10.1.2.1 drop falls on user's hand; potential causes/mechanisms of failure: 10.1.2.1.1 drop stuck to sit; current controls: 1. Aspirator arm bar. 2. User training; recommended actions: n/a; responsible party: n/a; target completion date: n/a; actions taken: n/a; sev: 1; occ: 6; det: 2; rpn: 12, mitigation(s) sufficient yes , no. Root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a clog in the aspirator arm. Conclusion: based on the investigation results the root cause of the spray of fluid under pressure was due to a clog in the aspirator arm. The fse confirmed the issue and identified a clog within the aspirator arm. After removing the clog from the aspirator arm, the instrument was tested and was functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid sprayed from the aspirator arm of a bd facscanto¿ ii. The following information was provided by the initial reporter, translated from (B)(6) to english: liquid overflows from the aspirator arm when sit flashes is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? Yes. Is leaked liquid type known? Biohazardous or non-biohazardous? Non-biohazard.